Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Co was unable to review the lot histories of the subject product since the product's lot number were unavailable from the dr's office.

Event description:
Dr reported that two implants failed due to bone loss.